Event description:
Customer reported a 4fr dl powerpicc provena inserted in the right upper arm basilic vein on (B)(6) 2023. Red lumen was tpa'd on (B)(6) but didn't work. Catheter was discovered to be kinked near the insertion site on (B)(6) 2023. PICC was pulled back on (B)(6) but kink remained. PICC exchanged by ir on (B)(6) 2023. PICC dwell time was 9 days.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kink in the catheter was unconfirmed as the reported kink could not be conclusively seen in the returned images. Two ap radiographs showing the patient¿s right arm/humerus were returned for evaluation. A catheter, consistent with the implicated 4fr d/l powerpicc provena, was seen in the images. The appearance of the implanted PICC was unremarkable. No definitive kinks or coils were visible in the radiographs. However, the images did not conclusively exclude a kink of the proximal PICC at the venous insertion site. It is possible that the catheter was kinked, but it could not be independently confirmed from the provided images. Possible contributing factors for a kink in the catheter could include anatomic variables, catheter placement, or catheter securement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ a review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
Customer reported a 4fr dl powerpicc provena inserted in the right upper arm basilic vein on (B)(6) 2023. Red lumen was tpa'd on (B)(6) but didn't work. Catheter was discovered to be kinked near the insertion site on (B)(6) 2023. PICC was pulled back on (B)(6) but kink remained. PICC exchanged by ir on (B)(6) 2023. PICC dwell time was 9 days.